Event description:
Surgery was done to replace a bent i.m. Nail. No x-rays of the bent nail or info regarding the lot code was provided by the hosp. Sign requested further info from the hosp and rec'd none.

Manufacturer narrative:
.